Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It is unknown if the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion. It was reported that during a procedure a versacross wire was selected for use. The pericardial effusion was noticed and the procedure was aborted; there was a slight drop in blood pressure. The effusion was also confirmed with transthoracic echo. A pericardiocentesis was performed. The patient was transferred out of the cath lab with the drain still in and was maintained under observation overnight.